Manufacturer narrative:
D10. Concomitant products: cl-914, cl-914 polysorb 0 vio 90cm gs24 x36, (lot#a3m1830y); cl-914, cl-914 polysorb 0 vio 90cm gs24 x36, (lot#a3m1830y); cl-914, cl-914 polysorb 0 vio 90cm gs24 x36, (lot#a3m1830y); cl-914, cl-914 polysorb 0 vio 90cm gs24 x36, (lot#a3m1830y); cl-914, cl-914 polysorb 0 vio 90cm gs24 x36, (lot#a3m1830y); cl-914, cl-914 polysorb 0 vio 90cm gs24 x36, (lot#a3m1830y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, while employing continuous sutures, the needle and thread detached from one or two stitches. This issue occurred on six devices. On the seventh device, the needle and thread detached directly when taken out of the package. To complete the case, a new suture was used. There was no patient injury.